Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during a pd treatment. In drain 0 there was an air detected in cassette warning and air bubbles were seen in the solution bag. The patient progressed to fill one and then noticed fluid leaking from the patient line. There was no fluid in the pump module of the cycler or on the cassette. In a follow up, the patient verified the fluid leak event. The patient said that the leak was noticed to be from the blue pin connector. The patient was able to reset up with new supplies and complete treatment. The cycler set is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during a pd treatment. In drain 0 there was an air detected in cassette warning and air bubbles were seen in the solution bag. The patient progressed to fill one and then noticed fluid leaking from the patient line. There was no fluid in the pump module of the cycler or on the cassette. In a follow up, the patient verified the fluid leak event. The patient said that the leak was noticed to be from the blue pin connector. The patient was able to reset up with new supplies and complete treatment. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.